Event description:
Procedure type: inguinal hernia repair. According to the reporter: the structural balloon completely detached from the cannula while inside the pt's cavity. Surgeon was able to remove the balloon from inside the cavity. A new instrument was used to complete the procedure. No delay in or time. No pt injury was reported.